Manufacturer narrative:
(B)(6). Device evaluated by MFR: a promus element plus, mr, ous 4.00x12 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged along the entire length with struts flattened and bunched. Stent outer diameter could not be measured due to the nature of the damage on the stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30apr2021. It was reported that there was difficulty crossing the lesion. A percutaneous transluminal coronary angioplasty intervention was being performed. The 85% stenosed target lesion was located in the left circumflex. This 4.00x12mm promus element plus drug eluting stent was selected; however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patients status is stable. However, device analysis revealed stent damage.